Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had vaginal candidiasis with symptoms of an itchy rash on the bottom of their buttocks and thigh, together with a vaginal discharge was noted. The etiology of the event was reported as a worsening/exacerbation of a pre-existing condition. The patient was treated with terazol (3 mg, qhs vaginally) and topicort (0.25% b.i.d) topically. The etiology of the event was reported as ¿new illness, injury¿. The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The statement: "the etiology of the event was reported as ¿new illness, injury¿ was incorrectly reported and should be deleted from the event.